Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty could not be confirmed as only the recovery catheter and guide wire were returned. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A definitive cause for the filter migration could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a carotid artery. During use of the accunet 3-in-1 embolic protection system, the filter jumped forward. The filter was retrieved with an 8f catheter. Another accunet was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The cine was received and reviewed by an abbott clinical specialist who concluded the following: based solely on the incident report there is no detail that would lead to the conclusion that there was any use error in how the device was prepared, deployed or positioned. The possibility of the stent and filter basket interacting cannot be eliminated. Retrieval of the basket was completed using a modified system but was described as very easy. Without additional imaging or procedural documentation for review there is no indication that this was a product related issue.

Event description:
Updated case description: it was reported that the procedure was to treat a mildly calcified carotid artery. During removal of the accunet 3-in-1 embolic protection system, when advancing the retrieval catheter, the filter jumped forward; however, it still remained on the wire. The filter was retrieved with an 8f catheter. Another accunet was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.